Manufacturer narrative:
Correction: there was no damage noted to packaging. There were no issues noted when removing the device from the hoop. Negative prep was done with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was noted while advancing the device to the lesion. An attempt was made to connect the luer of the nc sprinter to the non-medtronic inflation device. The nc sprinter device was inspected prior to attaching the luer to the non-medtronic inflation device with no issues noted. No crack was noted. There were no difficulties noted when attaching the luer of the nc sprinter to the inflation device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc sprinter rx ptca balloon catheter. The device was inspected with no issues noted. It was reported that during balloon inflation a leak was noted at the luer/hub. The patient was reported to be alive with no injury.